Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and a leak was observed due to a tear. The probable cause of the tear observed is unknown.

Manufacturer narrative:
B3: exact day of event not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that there was liquid medicine leaking during filling. The event occurred during priming. There was no patient involvement.